Event description:
The reporting surgeon provided add'l info. The pt had an uncomplicated cataract extraction with intraocular lens (iol) implant. One day postop, the pt complained of pain and redness. Upon examination four days postop, hypopyon with decreased red reflux was identified. A retinal specialist saw the pt and diagnosed acute postoperative endophthalmitis. An anterior chamber and vitreous tap was performed. Antibiotics and steroids were placed intravitreously. One week after surgery, the pt's visual acuity was 20/200 and there was a red reflux and cells in the capsular bag. On 03/2001, the pt was reported to be improving with a visual acuity of 20/70.

Event description:
A surgeon reported that a pt developed endophthalmitis following implantation of an intraocular lens (iol). The association between this event and the iol is not known. Add'l info has been requested.